Event description:
It was reported by the customer that a pyxis medbank system was not allowed the user to retrieve items from the fridge, and the cabinet was not dispensed the key. The customer stated that this caused delay in issuing medication lorazepam intensol 2mg. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key was not popped with the medication. A technical support specialist accessed the system remotely and incorporated a key into the item list to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the key is not popped with the medication, and the cabinet is not dispensing the key. A technical support specialist remotely accessed the system and added a key to the item list to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system was unable to retrieve items from the fridge, and the cabinet is not dispensing the key, which is hindering the user from issuing the necessary medication, lorazepam intensol 2mg. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.